Manufacturer narrative:
Evaluation found a battery defect and the file clip cable (broken) defect.

Event description:
In this event it was reported that a raypex 5 apex locator gave incorrect measurements; there was no injury.